Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted.

Event description:
The user's hearing performance with the device was affected. The user has been reimplanted with a new device on (B)(6) 2024.

Manufacturer narrative:
Addtional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerened device was explanted but has not been received for investigation yet. Please note: the user did not pass away; date of death was inadvertently selected within follow-up report #1.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was planned in (B)(6) 2023 but was postponed. No further information has been received.

Event description:
High impedances were observed on all channels. Re-implantation was scheduled for (B)(6) 2023 but was postponed due to user_s illness. No new surgery date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
High impedances were observed on all channels. The user's hearing performance with the device is affected. Re-implantation is considered. No date has been scheduled yet.